Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 40 alarm (file number: 536 line number: 121) confirmed in the formatted history file on 06/05/2024 10:01:00.000 and 06/05/2024 10:11:00.000. Pump error 40 alarm (line number 536 file number 121), suspected on sw. Please see below for pump errors/alarms noted 1 week prior to the event date 05-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: 05/30/2024 01:36:00.000. 05/30/2024 01:46:00.000. 05/30/2024 12:01:00.000. 06/01/2024 15:46:00.000. 06/01/2024 15:56:00.000. 06/02/2024 12:16:00.000. Sensorerroralert (801) was found on: 06/01/2024 23:25:00.000. 06/01/2024 23:54:59.000. 06/02/2024 00:00:01.000. 06/02/2024 14:40:02.000. 06/02/2024 14:50:00.000. 06/02/2024 15:55:01.000. 06/04/2024 17:19:15.000. 06/04/2024 17:29:00.000. 06/04/2024 18:19:18.000. 06/04/2024 18:29:00.000. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Low battery alert was found on: 06/03/2024 12:00:00.000. Insert battery alarm was found on: 06/03/2024 21:39:26.000. 06/05/2024 10:14:31.000. Replace battery alert was found on: 06/03/2024 21:31:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power. The customer may have used a low power battery. Unable to test for low battery alert and replace battery alert due to critical pump error (open book image) alarm. Low battery alert and replace battery alert were unknown. Pump error 130 alarm was found on: 06/04/2024 20:31:15.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. However, unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Pump error 40 alarm, suspected on sw. Pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly. During visual inspection, corrosion was also found on the pcba1, pcba2, force sensor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported pump was suddenly stopped working. Customer reported a blank display and pump was exposed to moisture. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.